Event description:
It was reported that the needle 18ga 1in blunt fill sla had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: a quality deviation has been identified in the material in the photo samples. When the package was opened, it showed dirt.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(6) follow up it was reported there was dirt when the packaging was opened. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo confirms the presence of foreign material on the needle. This condition could occur if there is inadequate equipment cleaning. As the lot provided is 'unknown,' it was not possible to perform the batch history analysis to verify any quality notifications or review any maintenance records. Recommendations to the team will include reviewing cleaning procedures and training responsible team members to minimize reoccurrences. Based on the investigation, bd was able to confirm the incident reported.